Event description:
New information received states the recommended programming changes were made. The patient has not returned to the clinic since then.

Manufacturer narrative:
(B)(4).

Event description:
It was reported far-field r-wave oversensing was observed after the ventricular paced events. The patient was asymptomatic. Programming changes were recommended to help prevent competitive atrial pacing. No further information is available.